Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed was troubleshooting and stopped therapy in an arctic sun device. Guided to event log and noted alarm 14 (probe out of range). They had a simulation key, and it was reading 37c. Per additional information updated from ttm on 20may2025, biomed stated they were trying to start hypothermia to test a device but keeps getting an alarm 14 patient temperature 1 probe out of range. They had two loops connected. The nurses were getting this alarm during therapy recently, so they were trying to troubleshoot it. Confirmed biomed did not have a temperature probe or key currently plugged into the temperature cable. Explained there must be a probe, or the temperature simulating key, plugged into the cable in order to start therapy. Explained for testing, using the regular therapy mode was not the most effective. Typically, biomed will use the functional check in manual control to test a device. Biomed confirmed they did this earlier and had no issues. They had the temperature simulating key plugged in earlier as well and it was reading accurately on the device. Informed biomed if the nurses were getting an alarm 14, this could have also been due to a bad temperature probe or if they did not have everything properly connected and the cable in pt1. Biomed confirmed the cable was currently in pt1. Biomed stated they will take it back to the floor for use since it passed the functional check. Recommended they inform the nurses the clinical helpline was available 24/7 to help troubleshoot while the device was on the patient. This can help identify what was the issue.

Event description:
It was reported that the biomed was troubleshooting and stopped therapy in an arctic sun device. Guided to event log and noted alarm 14 (probe out of range). They had a simulation key, and it was reading 37c. Per additional information updated from ttm on 20may2025, biomed stated they were trying to start hypothermia to test a device but keeps getting an alarm 14 patient temperature 1 probe out of range. They had two loops connected. The nurses were getting this alarm during therapy recently, so they were trying to troubleshoot it. Confirmed biomed did not have a temperature probe or key currently plugged into the temperature cable. Explained there must be a probe, or the temperature simulating key, plugged into the cable in order to start therapy. Explained for testing, using the regular therapy mode was not the most effective. Typically, biomed will use the functional check in manual control to test a device. Biomed confirmed they did this earlier and had no issues. They had the temperature simulating key plugged in earlier as well and it was reading accurately on the device. Informed biomed if the nurses were getting an alarm 14, this could have also been due to a bad temperature probe or if they did not have everything properly connected and the cable in pt1. Biomed confirmed the cable was currently in pt1. Biomed stated they will take it back to the floor for use since it passed the functional check. Recommended they inform the nurses the clinical helpline was available 24/7 to help troubleshoot while the device was on the patient. This can help identify what was the issue.

Manufacturer narrative:
The device was not returned. The reported event was inconclusive. The root cause could not be definitively identified. Guided to event log and noted alarm 14 (probe out of range). They had a simulation key, and it was reading 37c. Per additional information updated from ttm on 20may2025, biomed stated they were trying to start hypothermia to test a device but keeps getting an alarm 14 patient temperature 1 probe out of range. They had two loops connected. The nurses were getting this alarm during therapy recently, so they were trying to troubleshoot it. Confirmed biomed did not have a temperature probe or key currently plugged into the temperature cable. Explained there must be a probe, or the temperature simulating key, plugged into the cable in order to start therapy. Explained for testing, using the regular therapy mode was not the most effective. Typically, biomed will use the functional check in manual control to test a device. Biomed confirmed they did this earlier and had no issues. They had the temperature simulating key plugged in earlier as well and it was reading accurately on the device. Informed biomed if the nurses were getting an alarm 14, this could have also been due to a bad temperature probe or if they did not have everything properly connected and the cable in pt1. Biomed confirmed the cable was currently in pt1. Biomed stated they will take it back to the floor for use since it passed the functional check. Recommended they inform the nurses the clinical helpline was available 24/7 to help troubleshoot while the device was on the patient. This can help identify what was the issue. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.